Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although foreign material was not confirmed. It is likely that foreign material remained in the device because reprocessing could not be properly performed due to the discovered leak from the scope connector. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had black pieces of foreign material coming out of channels. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: light guide cover glasses were chipped; adhesive on distal end was lifting; insertion tube on bending section cover adhesive was lifting; control body aspiration housing and air/water housing colored ring was worn; suction connector had water leakage and water ingress; hot and cold test had misty image; up/down angle was not to specification; up/down and right/left angle had play evident; air channel volume was not to specification; and electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.